Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm device displayed an urgent low alert. At the time, the patient did not have a blood glucose meter available, drank soda and took two glucose tablets. Despite this, the urgent low alert persisted. No symptoms were experienced but the patient went to the emergency room. When a fingerstick was the blood glucose reading was 300 mg/dl. There was no insulin treatment administered, but the patient was given a unspecified potassium tablet. The patient was sent home after 4 hours. At an unknown moment during the event, the cgm reading was 40 mg/dl, and the blood glucose reading was 140 mg/dl. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.